Event description:
It was reported that the zimmer dermatome skipped, leaving part of the skin not grafted. An alternate device was used to complete the planned procedure and an acceptable skin graft was obtained without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. Upon return, the device was noticed to have a damaged reciprocating arm and 1" width plate. Prior to repair, the device was noted to be out of calibration at the zero setting by .0009". Improper handling could have caused damage to reciprocating arm, width plate and the adjustment of calibration setting. A damaged reciprocating arm could have affected the cutting ability of the dermatome and led to the customer's event. The customer did not clarify which width plate was used. However, if the 1" width plate was used, it could have caused the dermatome to skip. The customer's blade was not returned with the unit for evaluation.